Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The meter used by the customer is obsolete, therefore no testing could be performed. The returned test strips were expired.

Event description:
The customer reported that she had a hypoglycemic event, and her blood glucose device was unavailable for use. At an unknown time the customer reported that she attempted to test her blood glucose and received an error message. The customer could not recall the type of error message she received. The customer began to experience symptoms of feeling dizzy, hot, light headed, and then passed out. The caller reported that family members could not reach her by phone so they went to her house and found her unconscious; they then called emt's. The customer reported that the emt's tested her and received a result of 18 mg/dl. She can not recall if the emt"s provided any treatment. The customer was transported to the hospital. Upon arrival at the hospital the customer was admitted into the ICU. The customer reported that her body was completely covered in order to bring her body temperature back to normal. The hospital also treated the customer with an unknown IV. The customer was hospitalized for 2 days. The blood glucose monitor was requested to be returned for product evaluation.